Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the doctor found white powder on the tip of the screw after opening. The doctor flushed with saline but still found it at the tip. The lead was opened and not used. No patient complications have been reported asa result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).